Manufacturer narrative:
H3/d9 the ups was returned for analysis on 2024-02-13. Functional testing determined the ups was functioning as designed. B01, c19, d14. Apply the ssd was returned for analysis on 2024-02-13. Functional testing determined that the ssd was functioning as designed. B01, c19, d14 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the screen went black prior to the procedure, functioned as intended for the procedure, but afterward the system will not boot again and instead went to an error message saying that the system will reboot. It reboot, but when loading went to the linux desktop instead of application. There was no patient involvement.  After reseating the ssd and attempting to sign into the customer side and then the stealth admin side to uninstall and reinstall software the system demonstrated the same behavior that was called in originally. The rep will change out the ssd and download the appropriate software. The battery error is still displaying on the customer side of the software when they were able to get to that side momentarily. The ups is a legacy up and has set up a part shipment for the site to avoid the battery error message in the future.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: -, ubd: , UDI#: ; product ID: 9735787, serial/lot #: -, ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. Replaced the ssd and power supply. Evaluation codes b01, c02, d02 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.